Event description:
It was reported that this implantable cardioverter defibrillator had issued several codes 1004, indicative of a shorted high-voltage lead condition. Review of remote monitoring data found several shock attempts, all with associated low out-of-range shock impedance measurements, from a few days prior. It was noted that a separate rate-sense lead had been implanted and the rate-sense portion of the other lead had been surgically abandoned. A boston scientific technical services (ts) consultant stated concern with both the device and the shock lead and indicated that tachycardia therapy may not be available. It was noted that the previous shocks did appear to have converted the arrhythmia. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted an arc mark on the titanium case. Review of the stored memory confirmed the first shorted lead indicator was recorded by the device on september 11, 2020. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. An x-ray found the plasma fuse was intact. The device passed automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage . Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead.

Event description:
It was reported that this implantable cardioverter defibrillator had issued several code 1004, indicative of a shorted high-voltage lead condition. Review of remote monitoring data found several shock attempts, all with associated low out-of-range shock impedance measurements, from a few days prior. It was noted that a separate rate-sense lead had been implanted and the rate-sense portion of the other lead had been surgically abandoned. A boston scientific technical services (ts) consultant stated concern with both the device and the shock lead and indicated that tachycardia therapy may not be available. It was noted that the previous shocks did appear to have converted the arrhythmia. The device was explanted. No additional adverse patient effects were reported.